Manufacturer narrative:
Product ID 7495-66, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 3998, lot # l82878, implanted: (B)(6) 2001, product type lead; product ID 3487a, lot # j0012674v, implanted: (B)(6) 2001, product type lead; product ID 3487a, lot # j0002940v, implanted: (B)(6) 2001, product type lead. (B)(4).

Event description:
Additional information indicated the information found in the initial report regarding this device pertained to a different device. Information from the manufacturer's database indicated this device was removed due to normal end of life. Please see MFR. Report # 3004209178-2013-06953 for information on the patient's new device and the observed low impedance readings.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the patient had chosen to see another physician who does not work with the manufacturer. No further follow up was available at this time. If additional information is received, a follow up report will be sent.

Event description:
It was reported that low out of range impedance value was read. Impedance <(><<)> 50 ohms was showing on electrodes 0 and 1. The reporter was able to program around it but "not optimally." Patient's appointment to see her healthcare professional (hcp) had not been scheduled yet. It was stated that "on the operating room table" impedance values were "fine." The surgery was on (B)(6) 2013 two short circuit connections were shown. There were no falls to report. It was unknown what the surgery had been done for. Two days later, it was stated that post op appointment was going to be in a month. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted. This patient had two devices and it was unknown which device the event pertains to, so a report has been filed on both. Refer to manufacturing report number 6000032-2013-00052.